Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was dark and customer was experiencing difficulties with reading the screen. Customer's blood glucose was 148mg/dl. Reportedly the customer continued to use the pump for insulin therapy.